Event description:
A customer reported a complaint to biomerieux regarding a false negative result on a vidas cmv igm test, ref. 30205. The patient was a (B)(6) with an undisclosed medical condition. The vidas cmv igm kit gave a negative result with an index of 0.33 (I<0.70 (B)(6) ) while the elisa plate reported a positive result at 1.402 (cut-off at 0.208). The pcr technique confirmed a positive result on the pharynx sample. A review of customer complaints was performed, and no other complaints for sensitivity issues have been registered against this lot number. A review of the batch production record was performed and revealed no abnormalities occurred during the manufacturing process. A manufacturing investigation is in process; however, no conclusions have been reached at this time.